Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump turns off and on rapidly, which was reproduced during evaluation. Visual inspection found the cause were depressed battery pins which had signs of corrosion. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off and on rapidly while moving the battery pack from the antenna. The problem was found upon power up in the research department. There was no patient involvement. No additional information is available.